Manufacturer narrative:
It was reported that a revision surgery on the left hip was performed due to pain on movement, an xray showed lysis around the femoral stem. The synergy stem was found to be loose and was removed; it had visible signs of wear on the proximal shoulder. The reflection liner was removed and showed signs of wear: so a new liner was implanted. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The surgeon doesn¿t fault the product. Based on this investigation, the need for corrective action is not indicated. Possible cause could include but is not limited to lifetime of device. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery on the left hip was performed due to pain on movement, an xray showed lysis around the femoral stem. The synergy stem was found to be loose and was removed; it had visible signs of wear on the proximal shoulder. The reflection liner was removed and showed signs of wear: so a new liner was implanted. The oxinium head was also explanted but there is not apparent failure in the head.